Manufacturer narrative:
Citation: osman m et al. Balloon expandable versus self expanding transcatheter aortic valve systems: a bayesian network meta-analysis. Journal of the american college of cardiology. 2019 oct;74(13):suppl b723. Doi: 10.1016/j.jacc.2019.08.872. Epub 2019 sep 24. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a comparison of balloon-expandable and self-expanding transcatheter aortic valve systems. All data were collected from a meta-analysis review of 8 randomized controlled trials. The study population included 8,059 patients (demographics not provided), an unspecified number of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, an undisclosed number of deaths occurred that were characterized as either ¿all-cause¿ or ¿cardiovascular." No other details were reported. Based on the available information, medtronic product not directly associated with the deaths. Among all patients, adverse events included: new permanent pacemaker implantation, stroke, reintervention (no other specifics provided), heart failure hospitalization, moderate-severe paravalvular leak, major vascular complications, and bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.